Event description:
The complainant stated when the brake is set on the bed and the bed is bumped, the brake will pop out.

Manufacturer narrative:
The technician isolated the issue to the brake detent. He replaced the brake detent and adjusted the casters to repair the bed.